Event description:
The patient reported a change in therapy effect. Patient stated that he had good pain relief on the right side, which was worse before the pump implant, but it does not work as well on the left leg, knee and hip. The change happened over the past week or so and there wasn't anything that happened to cause the change that he was aware of. Per hcp they did not conclude the cause but they hypothesized it was a cerebrospinal fluid hydroma and replaced that segment of the catheter. The patient had been fine ever since and has had no further issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had increased pain. On (B)(6) the patient's health care professional (hcp) increased the patient's therapy by 41%. The patient felt 'wonderful' when he first got the pump but since the doctor 'messed' with it he hasn't 'felt so good.' The patient's pain had gradually worsened over three days and felt 'bad if not worse than before.' The patient's therapy had decreased; whether it was due to a programming error or a potential catheter dislodged was unknown. It was also reported the patient had a lump where the catheter was located and it was getting worse. The patient had a little lump after surgery from swelling and had noticed the lump again in the couple of days prior to this report. It was noted the lump was 'like a shot of lidocaine or something, it was numb.' The patient's symptoms were not serious enough to visit the emergency room over the weekend, but were serious enough he planned to be at his hcp's office first thing monday morning. Two and half weeks later it was reported the patient had the lump in the catheter region. It was reported the lump was swollen and not liquid. On (B)(6), the patient had an x-ray and nothing was found. A dye study was also performed and no problem was found. The patient's pump was turned down to 1.2 which was the original setting. On (B)(6), the patient wanted his pump turned up a little bit which put the pain in his legs under control. After the increase, the patient's catheter area became swollen again. It was reported there was a decrease in pain control when the device medication was turned down and an increase in swelling of the catheter space when the medication was increased. It was unknown what was causing the swelling and back pain when there were medication increases. The device system was used to deliver ziconotide. Additional information has been requested, but was not available as of the day of t his report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was ¿put in wrong and the tubing came out.¿ it was reported that the catheter was not ¿attached¿ in the intrathecal space. The catheter was causing swelling in the patient¿s back. A dye study was performed and the catheter was revised. Following revision the patient had great relief on his right side, but not as good on his left.